Event description:
It was reported that during a hip procedure using a n ambient super turbovac 90 ifs wand, one of the electrode balls from the tip of the wand detached while inside the surgical site and was lost in the joint space. The piece was unable to be retrieved. There were no pt complications reported as a result of this event.